Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with a preoperative diagnosis of symptomatic lumbar disc disease l3-4, l4-5, and l5-s1 with radiculopathy and mechanical back pain. The patient underwent the following procedures: retroperitoneal approach l3-4, l4-5 and l5-s1 anterior discectomy; preparation of the endplates of l3-4, l4-5, and l5-s1 for a fusion graft; placement of a structural peek allograft in the interbody spaces of l3-4, l4-5, and l5-s1; use of rhbmp-2/acs at each level as well as demineralized bone matrix; placement of buttress plate spanning levels l3-4, l4-5, and l5-s1 with securing screws into the superior vertebral body at each level; posterolateral fusion across the l3-4, l4-5, and l5-s1 levels; segmental instrumentation with pedicle screws into the pedicles of l3, l4, l5, and s1 bilaterally; use of intraoperative fluoroscopy; harvest of the right sided iliac crest through a separate fascial incision; scar revision; redo laminectomy and decompression of l4, l5, and s1 complete with foraminotomies and medial fasciectomies. (B)(6)-2010 : the patient presented with increasing low back pain. Assessment: degeneration of the lumbar disc. (B)(6)-2010: the patient underwent echocardiogram study. Summary: lv size is enlarged from apical 4; lv systolic function is decreased; wm, mild global hypkinesis; av, av leaflets appear thickened; moderate aortic stenosis noted; trace mitral regurgitation noted; (B)(6)-2010: the patient underwent a complete abdominal ultrasound due to abdominal pain and constipation. Assessment: gallstone, minimal gallbladder wall thickening; small pericardial effusion. (B)(6)-2010: the patient presented with gallstones, right upper quadrant pain that radiates through the shoulder. Assessment: biliary colic; cholelithiasis; hypertension. (B)(6)-2011: the patient presented with back pain. (B)(6)-2011: the patient underwent CT of the abdomen and pelvis without contrast with abdominal bloating and distention. Impression: no radiological findings to account for patient abdominal bloating and distention; cholecystectomy; remote granulomatous disease; moderate calcific atherosclerosis. (B)(6)-2011: the patient presented with chest discomfort, constipation and chronic back pain. (B)(6)-2012: the patient underwent MRI of the lumbar spine with contrast due to back pain and right lower extremity radiculopathy. Impression: no change in alignment following anterior/posterior fusion from l3-s1; compared with the preoperative MRI from 10/9, degenerative changes at l2-3 have worsened. There is new retrolisthesis of l2 relative to l3, with worsened moderate spinal stenosis and worsened bilateral foraminal stenosis at this level compared with the 2009 exam; chronic post-operative seroma along the posterior elements of the lumbosacral junction, without mass effect. (B)(6)-2012: the patient presented with pain in the hip region and into the middle of her thigh. She does notice some weakness in her leg as well when lifting her leg out of bed. Assessment: radicular syndrome of lower limbs. (B)(6)-2012: the patient underwent CT of the lumbar spine without contrast due to back pain in lower back that is radiating to the left leg. Impression: l2-3 mild broad based disc bulge with mild retrolisthesis as well and degenerative facet arthropathy, there is mild neural foraminal and mild canal stenosis; l3 through s1 fusion without hardware complicating features. (B)(6)-2012: the patient presented with low back pain in the center of her back. Assessment: degeneration of lumbar disc. (B)(6)-2012: the patient presented with back and hip pain. (B)(6)-2012: the patient presented with resolution of weakness. Assessment: radicular syndrome of lower limbs. (B)(6)-2012: the patient presented with back pain and continued constipation. Reports passing out while at a casino. Assessment: chronic constipation; lumbosacral disc degeneration. The patient underwent x-rays of the chest due to granulomas. Impression: no acute process and no change. (B)(6)-2012: the patient underwent an echocardiogram study. 03-oct-2012: the patient presented with dizzy spells. The patient does not drink much water or non-caffeinated liquid. Assessment: aortic stenosis with bicuspid valve. (B)(6)-2013: the patient presented with extreme back and left leg pain. The pain travels down her right leg. There is decreased sensation in the interior thigh. The patient presented with an MRI from an unknown date. These show stable and good positioning of the entire fusion construct from l3 down. At l2-3, however, there is a significant adjacent segment problem with evidence of gross instability between dynamic films and a retrolisthesis of l2 on l3. There is also significant collapse of the interbody disc space, intradiscal air, and disc bulging at the same time. The adjacent segment of l1-2, however, does also have a slight disc bulge to it. The t12-l1 level appears healthy though. Assessment: adjacent segment disease and mechanical failure of the l2-3 joint system. She is also getting significant radiculopathy from this. Degeneration of lumbar disc; radicular syndrome of lower limbs; gross instability; nonallopathic lesion of lumbar region. (B)(6)-2013: the patient presented with the following preoperative diagnoses: adjacent segment disease, lumbosacral radiculopathy, acquired spondylolisthesis. The patient underwent the following procedures: posterolateral arthrodesis of t11-12, t12-l1, l1-2, and l2-3; segmental instrumentation into the pedicles of t11, t12, l1, l2, l3, l4 and l5 bilaterally; laminectomy and decompression of l2 with medial facetectomies and foraminotomies; bone marrow aspiration from the left posterior iliac crest through a separate fascial incision for the use of bone graft; use of intraoperative fluoroscopy; scar revision; exploration of fusion at l4-5, l5-s1, and l3-4; removal of segmental instrumentation from s1, l5, l4, and l3 bilaterally; implantation of an internal bone stimulator; use of intraoperative fluoroscopy. No patient complications were noted. (B)(6)-2013: the patient presented with pain in the lower back, numbness and tingling as well. (B)(6)-2013: the patient reports nothing is worsening and right thigh pain has improved. The patient still has leg pain and weakness.